Event description:
Reporter alleged the blood glucose monitoring device test strips check keys do not match that test strip bottle. Reporter did not provide any additional information on the alleged event. A request was made for the return of the suspect product and replacement product was sent.